Event description:
As reported: "the tip of the extractor broke off."

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned extractor was confirmed based on the catalog # and the lot # marked. The tip of the instrument is broken, confirming the reported event. The detached fragment was not returned. The surface of the breakage gives indication of a sudden brittle fracture, resulting most probably from a combination of excessive bending and torsional load. Material integrity inspection showed the device to be within specification. Based on investigation, the root cause was attributed to an user related issue. The failure was most probably caused by excessive bending and torsional load during explantation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the tip of the extractor broke off."